Event description:
It was reported that the patient had a prior mesh ventral hernia repair, but had to have the mesh removed, due to problems with infected mesh. In 2009, the surgeon replaced the existing infected mesh with pelvisoft mesh. Approximately one week later, the patient began to experience problems. One week later, the patient was brought into surgery again. The surgeon found that the mesh had split in half and had degraded. The surgeon explanted the pelvisoft mesh and repaired the ventral hernia using a competitor's product. No further injury or complications were reported.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use states that the pelvisoft biomesh acellular collagen matrix implant is intended for use as a soft tissue patch to reinforce soft tissue where weakness exists and for the surgical repair of damaged or ruptured soft tissue membranes. It is specifically indicated for urethral procedures, vaginal prolapse and reconstruction of the pelvic floor. Ventral hernia repair is not an on label use. Contraindications state that the use of the pelvisoft biomesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field.